Manufacturer narrative:
The reported event was unable to implant. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
Correction: section h6 - health impact should be prolonged surgery rather than no health consequences or impact.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for an implant procedure. During the procedure, it was noted that the lead was not stable in the appendage. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.